Event description:
(B)(4). Same case as: 2134265-2012-06774, 2134265-2012-06776. It was reported that post a coronary stenting treatment procedure, the patient experienced stent thrombosis and instent restenosis. The de novo lesion 1 was located in the third (3rd) obtuse marginal (om). The lesion was 90% stenosed, 2.25mm in diameter and 14mm long. The lesion was treated with predilation and placement of a two (2.25x12mm) taxus liberte stents in an overlapping manner. Residual stenosis was 0%. The de novo lesion 2 was located in the mid left anterior descending (lad). The lesion was 70% stenosed, 8mm in diameter and 2.25mm long. The lesion was treated with direct stent placement using a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (b)(64) 2012, the patient presented with angina pectoris and stent thrombosis. The patient was hospitalized on the same day and cardiac catheterization was recommended. The study drug was discontinued. The 70% instent restenosis of previously deployed study stent was treated with a placement of a drug eluting stent. The event was considered resolved without residual effects and was discharged on prasugrel.

Event description:
It was further reported that based on angiography results, the causality relating to the study stents in the 3rd obtuse marginal has been downgraded for the event of angina pectoris as there were no in-stent restenosis or stent thrombosis noted. The patient was discharged the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).